Manufacturer narrative:
(B)(4). The clamps were left open on the lines during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and had the clamps open on the lines of the homechoice cassette during peritoneal dialysis therapy. The patient was connected at end of therapy. The patient wanted to know what to do. The technical service representative explained and instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.